Event description:
It was reported the customer had a needle anomaly with their sensor. Customer stated they could not find the needle to their sensor. Customer's blood glucose was unknown. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.